Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value of over 600 mg/dl at the time of the incident. The customer was hospitalized but did not provide further details. The customer had a no delivery alarm. Troubleshooting was not performed because the customer will talk to their doctor. Nothing will be replaced or returned.